Event description:
Customer reports to have low blood glucose even after eaten. Customer mentioned to have been hospitalized, but did not give any information and was not able to speak any longer and disconnected call. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. We do not consider this event to be FDA reportable for the following reason(s): the device is marketed/commercially distributed in the united states, the information available does not reasonably suggests or alleges that the device may have caused or contributed to a death, the available information does not reasonably suggest or allege that the device may have caused or contributed to a serious injury or illness, the information received reasonably suggests or alleges that the device failed to meet its performance specification or otherwise perform as intended indicating malfunction, the malfunction does not involve a long term implant or a device that is considered to be life supporting or life sustaining and therefore is not essential to maintaining human life, the chance of a death or serious injury occurring as a result of a recurrence of the malfunction is remote, the consequences does not affect the device in a catastrophic manner that may lead to a death or serious injury, the malfunction does not results in the failure of the device to perform its essential function and does not compromise the devices therapeutic monitoring or diagnostic effectiveness which could cause or contribute to a death or serious injury or other significant adverse device experiences required by the regulator, and the manufacturer does not take and is not required to take an action under sections 518 or 519(f) of the act as a result of the malfunction. (B)(4).